Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using thebd pyxis¿ medstation¿ es auxiliary, drawer latch was rattling. The customer reported that that the latch rattled three times before opening and there was no impact. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the liquid spilled on the back of matrix drawer seven. A field service engineer powered down the station and removed the back panel on the auxiliary unit. Then removed matrix drawer seven from the cabinet and replaced both the drawer board and the drawer sensor. Powered on the station and configured the matrix drawer in the application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer latch was rattling. The customer reported that the latch rattled three times before opening and there was no impact. There were no adverse events or injuries reported based on this incident.